Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had repeated no delivery alarms. The caller reported the customer did complete set changes multiple times, but the alarm persisted. The caller stated there was no damage to the cannula. The customer has been treating their blood glucose with manual injections. The customer's blood glucose a the time of the call was unknown. The customer declined to return the insulin pump for analysis.